Event description:
Sureform 45 stapler was being utilized in robotic left lower lobe wedge resection. Upon using the stapler, it was noted that the black neck of the stapler where it bends had cracked. Stapler was removed from patient and examined. There was a small slit in the neck, and the metal insides of the stapler appeared intact. No remaining parts or debris were noted inside the patient.